Event description:
Information was received from a patient receiving Morphine and Bupivacaine via an implantable infusion pump for non-malignant pain. The patient reported they had an MRI (Magnetic Resonance Imaging) this morning and the pump had not turned itself back on after the MRI like it usually does. The Patient stated they are seeing a message that 'the pump motor is stalled and to contact the manufacturer if they continue to see this message or if an MRI has not been performed'. The Patient mentioned they have been checking the pump with their tablet at the hospital and they have done it 3 times now and the warning keeps popping up. The Agent reviewed labeling and time frame for pump recovery after MRI. The Patient stated they couldn't wait at the location for pump to recover and will contact local manufacturer's representative (Rep) for further assistance. The patient later called back to request a Rep to check their pump after an MRI. The patient was provided the National Answering Service number for their physician to request a Rep for assistance. The patient mentioned having a refill on Tuesday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.